Event description:
It was reported that the 9800 system had an interlock failure error message at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer was instructed to position the key on the c-arm at boot up. The system was found to be working as intended and put back into service.